Event description:
It was reported that the programmer just recently received back from service failed an electrical safety test. The programmer was once again returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).